Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, hypotension and ischemia were noted. Blood pressure continued to decrease; however, no pericardial effusion was noted. Subsequently, cardio-pulmonary bypass was initiated. Angiography did not reveal any coronary occlusion. A ventricular assist device was used for support. Per the physician, it was suspected that a micro-embolization of calcium or clot may have caused the hypotension and ischemia. Subsequently, patient expired.

Manufacturer narrative:
Additional information was received: the cause of death was not available. If information is provided in the future, a supplemental report will be issued.